Event description:
It was reported that the user was burned while using the product.

Manufacturer narrative:
It was reported that the user was burned while using the product. We performed a heat-rise test on the unit and found that it operated within parameters. The components and fabric foundation showed no evidence of exposure to excessive heat, and there was no defect in the performance of the unit. We were unable to determine the cause of this report.